Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of the minimally calcified left common femoral artery using the pre-close technique via a 6f sheath hole. Reportedly, the sutures didn¿t come out with the plunger for both devices. The foot of the second device also fractured within the artery and was retrieved via surgical cutdown. The patient had a longer operation and lost more blood than normal. The sheath was upsized to an 18f sheath and the pevar procedure was completed. Hemostasis was achieved via surgery. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to some device components not being returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated. D4 correction: lot number updated from unknown to 4012441. E1 correction: first, last name updated (B)(6). E1 correction: title updated from ms. To dr. E3 correction: occupation updated from other health care professional to physician. H6 correction: medical device problem code 2610 removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided the additional perclose prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was a vessel closure of an unspecified access site using two prostyle devices related to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, a misfire occurred for both devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.